Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number 43jnd086 was implanted to repair the hernia defect. On (B)(6) 2007: the patient underwent an additional surgery for recurrence of the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 3 years 6 months post implant of perfix plug, patient was diagnosed with abdominal pain, hernia recurrence thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112970, lot number 43jnd086 was implanted to repair the hernia defect. (B)(6) 2007: the patient underwent an additional surgery for recurrence of the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿patient had an indirect defect, there was an incarcerated piece of preperitoneal fat. The inguinal ligament and cord were mobilized anteriorly and a perfix plug was placed inside in the internal ring and secured with suture.¿ (B)(6) 2007 - patient was diagnosed with chronic recurring pain in the right inguinal area thereby underwent laparoscopic repair. Per operative notes, ¿the peritoneum was swept off the lower abdominal wall exposing an area near internal ring. There was no evidence of foreign body other than retained sutures. Patient was noted to have a moderate laxity of the inguinal floor consistent with at least an early direct inguinal hernia. A large polyester mesh was placed into the preperitoneal space covering the inguinal region to overlap the pubic ramus and symphysis pubis.¿ attorney alleged that the patient had hernia recurrence, pain and emotional injuries.